Manufacturer narrative:
Zealand phara ae assessor spoke to the v-go user for the complaint of skin irritation and rash where v-go is worn. Pre-v-go no allergies were reported. Patient indicates the irritation and rash started after using the v=go for a while (date not specified). Patient is using 4 sites for v-go placement the back of his two arms and the two sides of his abdomen. Patient is not rotating within the sites. Patient developed an infection indicated by a discharge and pus from the skin irritation and rash at one time (date not specified) which required an oral antibiotic. The adhesive is medical grade and hypoallergenic but some people can still have a reaction. Recommended he speak to his v-go educator or hcp to determine if he is adequately rotating the vgo and for other types of barriers.

Event description:
Zealand pharma virtual account specialist reported a patient has been experiencing skin irritation. The patient reported everywhere he wears v-go skin irritation and a rash occurs. The patient stated one time patient got an infection from the rash that occurred from the adhesive pad and had to go on antibiotics. The patient stated this is an ongoing issue and has not resolved. The patient's hcp told the patient to use flonase on the affected area as treatment for it.